Event description:
Voluntary medwatch received states that the lead required multiple repositioning attempts during an implantation procedure. The lead was finally implanted successfully. No adverse patient effects were reported.